Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11-jul-2018 with the following findings: a review of the pump black box data showed evidence of cs128 alarms on 14-apr-2018. During a visual inspection of the pump, the battery compartment was observed to be cracked at the threads on the side. There was evidence of corrosion inside the battery canister. A leak test failed due to the battery compartment leak. No damage was found to retuned battery cap and the cap secured properly to the pump with no power loss or warnings observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a cs 128 issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.